Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has "damaged components - locking components". It is unknown if this event occurred during a surgical procedure. It is unknown if injury or medical intervention occurred. There was no additional information provided.